Event description:
Our affiliate is reporting that during an arthroscopic meniscal repair, the inserter needle fell off of the inserter and into the patient's joint space. The device was removed from the body, and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.